Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issue may have been due to a potential measurement error at implant. A device history record (DHR) and ship history review cannot be performed as the lot number was not available. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) wished to upsize the implant. A revision procedure was performed in which the existing cylinders and pump were removed and replaced with larger components, while the reservoir from the prior implant was retained. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) wished to upsize the implant. A revision procedure was performed in which the existing cylinders and pump were removed and replaced with larger components, while the reservoir from the prior implant was retained. There were no patient complications reported.